Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
The customer reported htat the insulin pump alarmed button error. Customer's blood glucose was unknown. Troubleshooting was done. Customer stated she knows her blood glucose was a little low because she had a snack. Customer also mentioned that insulin pump alarmed battery out limit due to she took out the battery without clearing the button error alarm. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
No button error alarm was noted. The up arrow button did not respond due to corroded keypad traces. No battery out limit alarm could be verified due to the unresponsive buttons. The insulin pump was received with minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.